Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that the patient was implanted with a miniarc midurethral sling. After implantation, the patient experienced erosion and pain. The patient "desired removal surgically." No further patient complications have been reported.